Event description:
It was reported that the device displayed energy error on the printed graph.

Event description:
It was reported that the device displayed energy error on the printed graph. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer has only requested the interpretation for the energy value displayed on the printer graph limit of error. Per the fse's notes no failure was determined. The complaint will be reopened if an additional information regarding functional status of the device will be provided. The device remains at the customer site and no further evaluation is warranted at this time.